Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of hospitalization was 279 mg/dl. The customer reported they were having severe neck pain, sweating, and nausea prior to being hospitalized. The customer also stated they were not in vehicular accident prior to being hospitalized. It was also found the customer was disconnected from the insulin pump for two days before being hospitalized. Customer also reported having a high blood glucose of 503 mg/dl at work. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.